Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
The patient was diagnosed as to having a gastric obstruction post implantation, and this necessitated the band removal. The patient has been discharged home with no further complications.